Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). The sample was returned and evaluated in the chemical lab. The reported condition was not confirmed; no exception was found after chemical test. A review of the batch revealed no exception regarding this issue found in the manufacturing process. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) that there was inadequate iodine in the minicap. There was no patient involved.